Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following being hit in the back by a student (pt was a teacher). The neurostimulator device turned sideways as a result. Her physician took x-rays (results not provided) and manipulated the device back in place, but it never worked the same as before. In (B)(6) 2010, the pt experienced pain at the device site and a return of symptoms following another injury in which she was attacked by 2 students. It was noted that she was thrown to the ground and landed on the device. She had a (B)(6) and a "scope exam". The pt had surgery (type not specified) the following day. Since the surgery, her device started to work as intended. Additional info was requested.